Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not observed or verified. The device was subjected to extensive testing including full functional testing including data transmission testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. Reports of this nature are not typically reported based on the reportable guidelines. This report was reported in error.